Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 54mg/dl. Customer was treated with carb intake she did not want any further troubleshooting. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.